Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported difficulty grasping appears to be related to patient morphology/pathology (fragile and friable leaflets). The reported device caused damage to another device appears to be due to multiple grasping attempts; therefore, attributed to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device referenced is filed under separate medwatch report number.

Event description:
This is filed to report the device causing damage to another device it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had fragile and friable leaflets. An xtw clip was inserted and successfully deployed at a2/p2. To treat a remaining jet lateral of the clip, an xt was inserted and grasping was performed very close to the implanted clip. It was noted that anterior leaflet was very difficult to grasp. While grasping was performed, it was observed the xtw clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the xt clip may have come in contact with the xtw, causing the slda. The xt clip was then successfully implanted, but to stabilize the xtw, an additional clip was implanted medially. Mr was reduced to a grade of 3. The following day, it was observed that a pericardial effusion had occurred. It is unknown what caused the effusion. To treat the effusion, pericardiocentesis was successfully performed. No additional information was provided.